Manufacturer narrative:
The spring arm was found to be damaged near the weld joint on the front pivot. It was replaced with a new one and the light head was remounted. The unit passed all functional tests and was returned to service. This malfunction was previously addressed in the u.s. Through the device correction noted.

Event description:
The customer reported that the surgical light head detached from the spring arm and fell to the floor. No patient was involved and no injuries were reported. (B)(4).